Event description:
The procedure was an hag (hemodialysis access graft) thrombolysis, specifically attempting to clear a clotted hag graft in the forearm. During the procedure the proximal marker band came off and was visualized under fluoroscopy. There was no resistance felt during retrieval of the brush assembly. The marker band was retrieved without surgical intervention.